Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics for the event. Dianeal therapy was ongoing during treatment. At the time of this report, the patient was not recovered from the peritonitis event. No additional information is available as the reporter declined to provide further information.